Manufacturer narrative:
Product ID: 3889-28, lot# va005rz, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient (B)(6). (B)(4).

Event description:
On (B)(6) 2012: it was reported that the ins and lead were explanted due to infection. Patient symptoms included redness at the device pocket. There was no injury or adverse event resulting from this report.